Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal set-up joint (suj) was returned to failure analysis with a reported problem not confirmed nor replicated. In logs, no error was found pertaining to the reported issue on the suj proximal in question. Additionally, the suj distal was also returned where the failure was confirmed and replicated. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors.

Event description:
It was reported that during a training/demo of the da vinci system, the customer reported recoverable faults 23103 and 23015 on universal surgical manipulator (usm) 4. The technical support engineer (tse) asked to caller to read the logs. Errors 23103 and 23105 on set up joint (suj) 4 wrist axis verified in the logs. Tse asked to try a hard power cycle of the system (epo). It was reported that issue persisted. There was no report of patient involvement and there was no report of patient injury.

Manufacturer narrative:
A field service engineer (fse) confirmed reported complaint on repeated errors 23103 and 23105 on set up joint (suj) 4 axis wrist. Fse replaced outer proximal and distal suj to original manufacturer specifications. The distal suj unit was returned for failure analysis with a reported problem was confirmed and replicated. In logs, errors 23103 and 23105 were found indicating excessive primary and secondary encoder latency on distal wrist thus confirming the fault occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where error 23103 was triggered on startup and in the logs along with errors 23105 and 26005 thus replicating the event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed wrist encoder tests with log error 32056 and 48100. The unit was re-gapped the zettlex encoder and retested it in which it passed all relevant tests with no log errors.